Event description:
It was reported that a motor rate error occurred. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the seal was removed/broken, and the physical condition of the device was excellent. The event history log had the reported "motor rate error". The error was found during occlusion test. The root cause of the reported issue was found to be normal wear, the pump was over 12 years old. The technician replaced the motor assembly (stepper motor included), worm gear, lead screw, and clutch halves. The occlusion test was performed, which the device passed all functional tests. Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).